Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty back pressure sensor. Motor passed motor test. Unable to confirm compromised force sensor alarm due to motor error alarm. Pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.